Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. In addition, the contact reported the pump time and date setting was incorrect. The contact did know how the time and date setting became inaccurate. The customer's blood glucose was 174 (mg/dl). Tandem technical support assisted the customer with correcting the time and date setting. The customer declined to perform troubleshooting at the time of the report for the occlusion alarm. A supply change was performed to address occlusion alarm.